Manufacturer narrative:
Result of investigation: vyaire medical confirmed that there was no failure to report on the unit. The customer reported that a patient death has occurred but not on the unit during time of death. Visual inspection of the uut (unit under test) found no visible defects, damaged or contamination. Uut was cycled to customer settings for 1 hour without any alarms or discrepancies. During uut cycling, both monitored vte (end-tidal volume) and measured vte (from flow analyzer) indicated values in accordance with the settings. The final test using a final test fixture was performed and it all passed except with the incident at flow trigger sensitivity test where it failed due to the test fixture was being moved during the test. It was then repeated four times which also resulted to 4 passes. Uut has no failure to report. The uut was tested and found to operate to specifications. The event trace review found the ventilator to be operating according to specification.

Event description:
It was reported to vyaire medical that a patient death has occurred but not on the ltv 1150 ventilator during time of death.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.